Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.

Event description:
While passing the stent into the proximal left circumflex (lcx), the stent slipped from the balloon while 2/3rd of the stent was in the lcx & 1/3rd in lm. The stent was stuck un-expanded in the lm into the lcx. Despite spending a lot of time and using all possible techniques, it could not be retrieved and finally had to deploy it partially into the left main (lm) and used a second stent in the lcx artery. The target lesion was the mid lcx, after the obtuse marginal branch. The vessel was tortuous. Pre-procedure stenosis was 90-95%. There were no defects noted on the device prior to use or once the product was removed from the pt.